Event description:
Customer complained about the elvie pump burning her skin due to getting significantly hot. Customer has not yet confirmed going to see a healtcare professional or getting any form of medication prescribed. Customer complaint is from us.